Manufacturer narrative:
The philips remote service engineer (rse) interviewed the customer who confirmed the speakers were not working. Bench repair service was requested, and the customer was provided the information to return the device to bench repair. As of 07july2025 there has been no evidence that the device has been returned. There is no additional information available as the device has not been received for evaluation, the cause of the reported allegation is undetermined. Good faith efforts (gfe) confirmed an inoperative message was present and no audible sounds during bootup. If additional information is later obtained, the complaint will be reassessed and updated accordingly.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. The customer is expected to send the device for bench repair. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the speaker was not working. The device was not in use on a patient at the time of event, there was no adverse event reported.